Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, about two minutes and thirty seconds left into the ablation phase of the procedure a 115ml fluid loss alarm occurred and subsequent fluid leak from the vagina was noted. The procedure was then aborted. The patient's vaginal area was cooled down with room temperature saline. The patient sustained first degree vaginal burn and it was treated with a cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.